Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarm for 11/004 service code alarm. This report represents all the information known by the reporter upon query by hospira personnel.